Event description:
Resident with dementia and wandering problem had code alert transponder on wrist. Went outside to enclosed patio area between 7:00 - 7:30 pm. The door to this area had a code alert alarm system on it, but it did not sound. Resident was found lying on ground outside (35 degree f) approx 45-60 mins later. When resident's transponder was checked on other doors it worked every time. No permanent injury was sustained - but it could have been life-threatening.